Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The patient¿s spouse reported bleeding the day the sensor had been inserted into the abdomen on (B)(6) 2021. The patient was evaluated at a healthcare personnel (hcp) office where the wound was cauterized to stop the bleeding. No other details were provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.